Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing. The customer's blood glucose level was 188 mg/dl. Tandem technical support assisted the customer with priming the tubing using the fill tubing feature to clear the air bubbles. The customer was able to successfully resume insulin delivery.